Event description:
It was reported that the patient received two inappropriate shocks due to oversensing of myopotential noise when exercising and doing pull ups. The sensing vector was reprogrammed during a follow up visit after isometric testing was performed. Boston scientific technical services (ts) review of the information was requested and did note a change in r-wave morphology that lead to t-wave oversensing along with the myopotential oversensing. Ts discussed options to further evaluate the patient at the next scheduled follow up visit. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remain in service and no adverse patient effects were reported.